Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a proglide device using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aortic repair (tevar) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to an 18f sheath and the tevar procedure was completed. Reportedly post procedure, the operator found significant blood oozing at the access site, although the suture knot of the first and second proglide devices were successfully advanced to the vessel wall and tightened (worked as intended). However, complete hemostasis was not achieved so a simple cutdown (nick and spread) was performed to achieve hemostasis with manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to user technique (poor or partial tissue capture, air knot). The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.b1 - adverse event/product problem: product problem added.